Event description:
The event is reported as: the staples would not close during treatment. No injuries reported.

Manufacturer narrative:
Product was received by MFR, but investigation report is incomplete at this time. A f/u investigation report will be sent when completed.